Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to erosion and infection. The device was later replaced by an leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.